Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on (B)(6) 2017. No additional event or patient information is available. The transmitter was returned for evaluation. An external visual inspection, voltage measurement, pairing with (B)(6) bluetooth device, and transmitter functional tester were performed and all passed. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.